Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 6 on the home choice (hc) . The home patient (hp) checked the lines and bags found an open clamp on an unused supply line. The hp cycled power off/on to clear the system error 2240 followed by a system error 2367 ending therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and removed the cassette. The hp to contact the peritoneal dialysis nurse (pdn) to advise of missed therapy. The hp cleared error ending therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) checked the lines and bags found an open clamp on an unused supply line. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.